Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged vena cava perforation and tilt. Investigation is reopened due to additional information provided. The following allegations have been investigated. Alleged events: example: tilt, vena cava perforation, and migration. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to a deep vein thrombosis (dvt) and pulmonary embolism (pe) following a car accident. Patient is alleging tilt and vena cava perforation.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿ivc filter assessment: there is a solitary 4-pronged ivc filter located below the level of the left renal vein crossover. Filter tilt: the apex of the filter touches the medial wall of the ivc without displacing the contour of the ivc. Ivc position: the apex of the filter is located 1.2 cm below the confluence of the left renal vein. Perforation assessment: anterior prong tip is located 1 mm outside the confines of the ivc adjacent to the duodenum. Left prong tip is located 3 mm outside the confines of the ivc located between the aorta and vertebral column. Posterior prong tip is located 3 mm outside the confines of the ivc adjacent to the right iliopsoas muscle. Right prong tip lies 3 mm outside of the ivc confines within the retroperitoneal fat. Filter strut fracture or bending: ivc filter appears to be intact and negative for fracture or bent struts. Stenosis of the ivc: ivc is fully distended with no evidence of stenosis. Impression: ivc filter is properly positioned below the confluence of the left renal vein and ivc. There is a filter tilt with the apex of the filter contiguous to the medial wall of the ivc.¿

Manufacturer narrative:
Additional information: occupation: non healthcare professional investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.